Event description:
As described by clinician "very difficult airway due to profound pulmonary edema, difficult anatomy, and unacceptable equipment failure". With the patient paralyzed, device functioning, I inserted the blade into the patients mouth and it just died. He's paralyzed, I'm bagging through copious secretions with limited success, and we were able to get another device. We tried different blades, etc and resetting the device and could not get the video laryngoscope to work. This patient very nearly died as a direct result of this failure. "In discussing this with the am doc, the exact thing happened to him the day before". Remedial actions taken by flexicare personnel include the replacement of the cable which seemed to be the problem, also working with the doctors to shadow anesthesia team for training.